Event description:
It was reported that the patient presented after suffering from a collapse. It was determined that the ventricular lead experienced oversensing resulting from an apparent lead fracture. It was attempted to reprogram the sensitivity, polarity, and recreation of the oversensing with manipulation, but with no success. The ventricular lead was capped in situ and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)